Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Insulin pump passed self test and no unusual beeps noted. Insulin pump had intermittent button response due to moisture damage on keypad traces. No numbers scrolling up noted. Insulin pump had a cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the keypad was malfunctioning while attempting to deliver a bolus. Customer's blood glucose level at the time 159mg/dl. Adived insulin pump would be replaced. No additional information is provided.